Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse to treat atrial fibrillation, the farawave catheter was selected for use. It has been mentioned that after the catheter was prepared and inserted inside the patient body and in the sheath, small bubbles appeared when aspirating the catheter. The procedure was completed using different farawave catheter with no patient complications. The product is expected to return for analysis.